Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred after l2 /3/4/5 xlif, th9/s2ai rod tightening was performed. In the first period, th10/s2ai screw placement, and l5/splif were performed in a patient diagnosed with degenerative scoliosis. It was reported that during installation of gc (short-term rental product) with lot number h5811718, the final tightening of the screw on the rod side could not be done so it was re-installed. During installation of the next gc (long-term rental product) with lot number h5903682, the center nut came off before the break-off, so it was re-installed. The next gc (long-term rental product) was installed successfully. The issue occurred in a new product. The gc came in contact with the patient. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis: part # g9010001550, lot # h5903682 visual inspection revealed the center nut is broken. Damage present is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.